Event description:
It was reported to nova biomedical that a consumer received a result of 266 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 333 mg/dl and 554 mg/dl. The difference in the readings was determined to be clinically significant. The meter and last test strips in question will be returned for evaluation. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. During troubleshooting, the integrity of the test strips was determined to be in range. The consumer was educated on these directions for use at the time of call.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.